Manufacturer narrative:
We have now concluded our investigation into this complaint. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As no samples were returned, a visual and functional evaluation could not be carried out. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the 5th day of npwt utilizing a pico7, it was noticed all indicator lamps solidly illuminated. It was unclear when it occurred. The soft-port of the dressing was clean. The problem was not solved by exchanging batteries, so the treatment was continued with a backup pico7. No patient harm. No delay. The same issue occurred to 2 devices, but one was discarded, so one pump will be returned for investigation. It is impossible to confirm the lot numbers of the products because the packages were discarded.